Manufacturer narrative:
History of gastrointestinal bleeding reported in mfrs## 2916596-2021-01651, #2916596-2021-01611, #2916596-2021-01652, #2916596-2021-01654, #2916596-2021-01655, #2916596-2021-01656, #2916596-2021-01657, #2916596-2021-01581, #2916596-2021-01559, #2916596-2021-01658. Admission for small bowel obstruction/driveline adhesion reported in MFR #2916596-2021-01657. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2016 for gastrointestinal (gi) bleed. Esophagogastroduodenoscopy (egd) on (B)(6) 2016 was negative. Push endoscopy revealed arteriovenous malformations (avm) in duodenum which was treated with argon laser. On (B)(6), colonoscopy with push enteroscopy was done which found avms in duodenum, treated with argon laser. The patient received 7 units of packed red blood cells (prbcs) total during this admission. On (B)(6), 1 unit of prbcs was transfused. The patient's packed cell volume (pcv) remained stable until (B)(6) when it fell to 22 and patient had lightheadedness/lethargy. 2 more units of prbcs were transfused which increased pcv to 27. On (B)(6), pcv was stable at 26. Anticoagulation was withheld. Octreotide 100 microgram was subcutaneously administered twice a day. International normalized ratio (inr) goal decreased to 1.5-2.0 and the patient was discharged same day. Anticoagulation was discontinued.